Manufacturer narrative:
Correction made to d4: catalogue #: 2c4711k (previously submitted as asku). Correction made to d4: lot #: 22e026 (previously submitted as asku). Correction made to d4: d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). Correction made to g4: PMA/510k # or bla #: na (previously submitted as ni). Additional information was added to h4, h6, h10: h4: the lot was manufactured may 20, 2022 - may 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which displayed fluid contained inside the bag. The photograph suggested a leak condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump was leaking from an unspecified location. The device was filled with fluorouracil 2800mg. The issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.